Event description:
Pt presented to the ed on (B)(6) 2012, after being sent via the police because of confusion and combativeness while shoplifting at a local grocery store. The pt has a history of a traumatic brain injury and does not communicate. The pt has a history of impulsiveness and wandering out of the house and being found several miles away. On (B)(6) 2012, at approx. 2300, the pt was found sitting on the floor, cross-legged and appeared to watching television. According to staff, the bfm had been alarming previously, but for some reason, it did not alarm at this time. There was no apparent injury and the pt was assisted back to the bed. At approx 0630, the pt is observed as favoring her left side while being assisted to the restroom. At approx. 0815, the pt was found on the floor of the restroom by housekeeping. Again, the bfm is reported as not alarming appropriately even though, it had been alarming prior to this fall. The pt suffered a fracture of the left hip and required surgical repair of her left hip.